Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was contacted due to loss of remote connectivity with the pacemaker. After troubleshooting, the data transmitter was replaced but the new unit still could not connect to the pacemaker. A device firmware download was recommended but not yet performed. The patient was scheduled for follow up at a later date. There were no reported adverse event to the patient.

Event description:
New information received stated that the patient was seen in clinic on (B)(6) for a follow up. The pacemaker was connected through induction telemetry and the radio frequency telemetry was restored successfully.